Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited complete loss of capture. Upon examination via fluoroscopy, the lead was found to have dislodged. A revision procedure was performed in which the lead was explanted. The lead was not replaced at the time of explant. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found dried blood/body fluid in the lead lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and loss of capture.